Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter healthcare transfer set. This report involves the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis, coincident with automated peritoneal dialysis therapy. The bacterial peritonitis was manifested by cloudy effluent, severe abdominal pain, vomiting, and diarrhea. One day after onset, the patient was hospitalized for the bacterial peritonitis. The cause of the bacterial peritonitis was reported to be due to a hole in the transfer set. The nurse reported that they thought the cause of the hole was the patient getting the transfer set caught in their zipper. Beginning on an unreported date in the same month as the onset, the patient was treated with levofloxacin (route, dosage, frequency, and duration not reported) for the bacterial peritonitis. Antibiotic treatment was ongoing. After two days of hospitalization, the patient was discharged. Dianeal therapy was ongoing. The patient was recovering from the bacterial peritonitis. No additional information is available.